Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully download to thump. No pump error 53 or pump error 4 alarm noted during test. However, confirmed pump alarmed pump error 53 in the history download on 05/28/2024 08:30:53.000 and pump alarmed pump error 4 on 05/28/2024 08:30:53.000 due to moisture damage to pcb boards. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube, corroded motor home switch, missing serial number label. The p-cap/reservoir does lock properly. Pump error 53 and pump error 4 were confirmed due to being found in history files and due to moisture damage to pcb boards. Unable to test for reported harm during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm) and pump error 53 (software error detected). The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was able to clear the error, complete pump rewind and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced and pump passed self test. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.